Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous interventional peripheral vascular procedure, the catheter shaft detached. The physician had acquired right contralateral retrograde femoral artery access and successfully place a 6f introducer sheath. The physician had successfully negotiated the patient's common iliac bifurcation under fluoroscopy with a guidewire and the 5f catheter. During catheter manipulations within the patient's left superior femoral artery [sfa] the catheter shaft detached [mid shaft]. Secondary access was successfully acquired, and an additional diagnostic catheter was introduced again under fluoroscopy. During an attempt to retrieve the first detached catheter [foreign body], the second catheter detached as well [mid shaft] and was successfully removed from the patient while still on the guidewire. The access sheath was upsized to 8f to accommodate the successful retrieval of the primary foreign body [catheter] via vascular snare device. The physician then proceeded to successfully finish the vascular intervention without any additional consequences to report. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.